Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During an lateral meniscal repair of the red/white area of the meniscus using an ipsilateral approach, it was reported that the second implant (t2) did not deploy. The first implant (t1) remained in the patient unsupported and the anchor was located extra capsular. The procedure was completed using another fast-fix from the same lot without a delay in the procedure.